Manufacturer narrative:
One device was returned for investigation. The reported complaint of ¿air in line sensor¿ was confirmed with visual inspection and functional testing. Upon further investigation, it was found that the downstream occlusion (dso). The dso sensor and seal was replaced. Review of event log found air in line alarm. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.

Event description:
It was reported that the device had a bad air in line sensor. When trying to run the volume test it kept giving the air in line alarm even after priming the set. The event happened during testing.